Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution administration set had incomplete tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the set had been sealed. Further visual inspection revealed missing sealing marks on the device¿s packaging. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the production process was updated and awareness training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.